Manufacturer narrative:
Context: a customer in france notified biomerieux of obtaining a misidentification of campylobacter coli as campylobacter jejuni when testing a blood culture with the vitek ms instrument - 410895 ( serial number : (B)(6)). Investigation preliminary update: fine tuning: status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledgebase review: the expected identification (campylobacter coli) is present in vitek ms kb v3.2. Sample data analysis: according to data provided, the misidentification result was obtained from the spectra having a good identification score (0.44) equivalent to the spectra given the expected identification (0.47). However, the ratio signal versus noise is low (26) compare to the spectra given the expected identification (53). For sample spectra (lab ID (B)(6)) given the misidentification, there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, biomérieux suspects the presence of hemoglobin peaks in these spectra. The customer has sent the strain for biomérieux to further investigate the case. An additionnal report will be sent when additional investigation information is available.

Event description:
Intended use: the vitek® ms systems a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: a customer in france notified biomerieux of obtaining a misidentification of campylobacter coli as campylobacter jejuni when testing a blood culture with the vitek ms instrument - 410895 ( serial number : (B)(4)). Summary: initial testing - vitek ms, campylobacter jejuni. Repeat testing - bruker, campylobacter coli. Alternate method - sequencing, campylobacter coli. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Per biomérieux internal standard operating procedures, organism misidentification in association with vitek® ms is considered to be a potentially reportable event (pre). Incorrect ID result - injury or illness could result from an incorrect organism identification. Lack of appropriate diagnosis or therapy, continued administration of inappropriate antimicrobials or other potentially toxic therapies may result. This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. A biomérieux internal investigation will be initiated.